Manufacturer narrative:
Findings: constant alarm during rewind due to out of phase motor encoder signal. No motor error alarms noted. Unable to confirm alarms due to alarms. Unable to perform displacement test due to alarms. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 87 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.